Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Solidified contrast medium was visible in the lumen indicating the device was prepped for use. There were no issues noted with the profile of the tip. The tip od was measured to be within specification. A visual and microscopic examination of the device found that the stent had moved 2mm distally from the most proximal crimp mark on the balloon material. It was also noted that the stent was damaged. The strut rows at the centre of the stent were bunched together and misaligned. The proximal and distal strut rows were also raised and misaligned. This damage is consistent with the device meeting an obstruction during the advancement and subsequent withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon wings were tightly wrapped, evenly folded and were not subjected to positive pressure. The midshaft was broken 3mm distal to the guidewire access port. There was evidence of material resistance at both break sites. A visual and tactile examination also found that the midshaft material was severely kinked and stretched along its length. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, concentric shaped, 38mm in length, de-novo target lesion was located in the non-tortuous, 2.75mm in diameter obtuse marginal (om). The lesion was pre-dilated with a non-bsc 2.75x15mm balloon catheter resulting in 50% residual stenosis. The physician attempted to implant a 38 x 2.75mm taxus¿ liberté¿ long stent. There was resistance during insertion. During withdrawal, the stent shaft broke. The procedure was completed with a 2.75x38 taxus element. There were no patient complications reported and the patient's condition is stable.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained through the femoral artery. The 90% stenosed, concentric shaped, 38mm in length, de-novo target lesion was located in the non-tortuous, 2.75mm in diameter obtuse marginal (om). The lesion was pre-dilated with a non-bsc 2.75x15mm balloon catheter resulting in 50% residual stenosis. The physician attempted to implant a 38 x 2.75mm taxus¿ liberté¿ long stent. There was resistance during insertion. During withdrawal, the stent shaft broke. The procedure was completed with a 2.75x38 taxus element. There were no patient complications reported and the patient's condition is stable.